Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6). Batch: 129119.

Event description:
It was reported that the patient has two ipg that were not working as intended. The patient underwent an ipg replacement procedure where both of the devices were replaced with two new ipg. The patient was doing well postoperatively. The explanted products were discarded by the facility.